Event description:
Device malfunction: none. Symptoms/ae: possible in-stent restenosis. Time of symptoms/ae: post-procedure. It was reported that during a carotid stent procedure of the rica the patient became hypotensive and vasopressors were started. The outcome was resolved in 2006. Subsequent information received stated that the patient had possible in-stent restenosis, and the condition is continuing. A carotid duplex one month later revealed moderate in-stent flow velocities is due to severe vascular calcification. It is suspected that turbulent velocity is creating abnormal findings with no residual bruit by exam. The patient will continue plavix and asa. Carotid duplex will be performed in 4 months. No additional event of patient information available. Study event.